Event description:
It was reported that a spectrum iq pump under infused k-phos during therapy. 15 mmol in a 250ml bag was running at 80 ml/hr and half of the bag remained two hours after the time it should have finished. The pump was pulled from the cardiac intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation. A device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.